Manufacturer narrative:
. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal iol had been explanted due to the patient¿s unsatisfactory with the quality of vision, both near and far as well as continual fogging, which were debilitating symptoms for the patient. The iol was replaced with another unspecified iol. The patient has fully recovered. No further information was provided.